Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported past issues with channel disconnects. This was reported to bd representatives during site visit. Cpc reviewed the module release latch. Generalized feedback, no additional information, no products available for investigation. There was patient involvement but no harm.